Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of multiple intermittent cartridges tubing during the load fill tubing sequence. Issue happened in past therefore no troubleshooting could be performed. No reported adverse impact to the customer's blood glucose.